Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset process, and confirmed that the malfunction code did not recur. The caller was advised to continue using the pump and to report any future malfunctions.